Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and magnetic sensor functionality test were performed following j&j medtech procedures. Visual analysis revealed foreign material in the dome area. The device was connected to the carto 3 system, and it was recognized and visualized; however, error 106 was displayed on the screen. Then the handle was dissected and sensor pads were measured and found out of specifications due to an open circuit on the tip area. In addition, the device was dissected at the peek housing section and sufficient adhesive was observed on the wires. Then, a fourier transform infrared spectroscopy (ftir) was performed and revealed that the foreign material shows vibrations correspondent to methacrylate-based material, slight variations suggest material modifications; however, source of origin and cause of changes remains unknown. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The force issue detected during the test could be related to the magnetic sensor error reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the open circuit could not be determined. The foreign material was unrelated to the reported event, the potential cause could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the open circuit in the tip area identified by bwi pal. Investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the foreign material found. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a foreign material in the dome area. It was initially reported by the customer that the carto 3 system displayed a catheter sensor error (code unknown) after the catheter was inserted into the body. The cable was replaced without resolution. The catheter was replaced and the issue resolved. The customer's reported magnetic sensor issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 28-may-2025, the bwi pal revealed that a visual inspection of the returned device found a foreign material in the dome area. These findings were reviewed and assessed the foreign material issue as an MDR reportable malfunction.